Event description:
It was reported that the customer was experiencing high blood glucose levels (366 mg/dl). Customer reports that his pump has been louder than usual the past two months.

Manufacturer narrative:
The device has not been received for evaluation. Should additional information be received, a supplemental form will be completed.